Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the emergency room with a broken collar bone after experiencing a fall in the home. The physician suspected that the patient experienced a syncopal episode. The physician inquired about interrogation options (remote versus in office). Boston scientific technical services (ts) discussed in office interrogation with a programmer. The physician planned to follow up with the patient's regular physician. No additional adverse patient effects were reported.